Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject balloon was barely visible when inflated during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. There was no additional information available. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event of ro marker(s) detached/separated/not visible under fluoroscopy, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the subject balloon was barely visible when inflated during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.